Event description:
It was reported at the world federation international therapeutic radiology conference that the patient died within six months of the procedure due to occlusion of the stent placed in the basilar artery. The cause of the occlusion was unknown. No other information was provided.

Manufacturer narrative:
Device manufacture date: unknown. Evaluation conclusions - other for anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that any device malfunction, nonconformance or misuse occurred. A review of the labeling found that the patient outcome is noted within the directions for use as a potential risk associated with such procedures. Therefore, it was concluded that the most probable cause of the event was anticipated procedural complication.